Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: suction channel/aspiration channel -aerobic mesophilic : <1 cfu/channel (<2.33 cfu/100 ml). Air channel-aerobic mesophilic : <1 cfu/channel (<1 cfu/100 ml). Biopsy channel ¿ pseudomonas aeruginosa -<1 cfu/channel (<1 cfu/100 ml). Water channel -presence of microorganisms with major nosocomial risk- < 1cfu/channel, <1 cfu/ 100 ml. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: tested model name: soluscope. Detergent name: cln. Disinfectant name: paa. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : instrument/suction channel. Air/water channel, auxiliary channel. Balloon channel . Forceps elevator wire channel. Detergent used: brand: aniosyme x3. Manual cleaning: detergent used: aniosyme x3. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush used for manual cleaning : kit scope clean. Scope not sterilized. Manual disinfection not performed. Scope storage: typhoon scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and olympus third party country hygiene microbiological investigation (hmi) results . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then evaluated (physical and functional evaluation ) at olympus service repair center. The device inspection and evaluation findings noted below: distal end cap c-cover found cracked. Connecting tube and universal cord was observed with wrinkle. Control unit inspection check found cracked scope cover. Scope body was damaged. Switch box unit found scratched , along with the switch section key top 1. Angulation checks failed specification. Processor checks: image and light transmission system test passed testing. ID chip function operational passed. Electrical safety test passed. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.